Event description:
It was reported that the handpiece overheated. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated.